Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly a cuff miss occurred. Hemostasis was achieved with a proglide device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.